Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the too atrial position is unknown. The too atrial position likely contributed to the observed severe pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, 29mm sapien 3 case in mitral position inside a mitral ring due to severe mitral insufficiency. During valve deployment, the valve moved up and was finally too atrial. This caused a moderate to severe paravalvular mitral insufficiency. Post dilation did not improve the pvl. Therefore it was decided to implant a second sapien 3 valve with good final outcome.